Event description:
The product was in use with homecare pt. The nursing staff programmed the pump to deliver at a rate of 3.5 ml/hr with total dose to be infused over 12 hours. The drug was flolan. According to pt, the total dose was infused within 2 hours and 30 minutes. The pt called nurse for assistance. Upon check of pt, nurse found the pt had low blood pressure. After physician consultation, the nurse recommenced the flolan infusion and monitored pt for next three hours. No permanent adverse effects reported.

Manufacturer narrative:
Add'l MFR narrative: customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a follow-up report detailing the results of the evaluation.